Event description:
Sepsis; gardnerella vaginitis; postoperative fever; chills. Information received on 16-jan-2007 from a physician via a distributor in another country regarding a female patient with uterine myomas. In nov-2006 the patient was started 1 cap a day by mouth of ferrous fumarate and one pack a day by mouth of azulene sulfonate sodium/l-glutamine for her uterine myoma. The patient was hospitalized for a myomectomy and had no pre-operative complications, had not undergone nuclear radiation therapy, had "good nutrition status" and was not anemic. The next day, she underwent a planned myomectomy with three incisions on the posterior uterus and no adhesions, signs of infection or non-purulent inflammation were seen, and no concomitant medical devices were used. The incisions were sutured consecutively with knots by hand using absorbable vicryl 1 for the inside layer and vicryl 2-0 for the outside layer. Two sheets of seprafilm were placed over the incisions. The abdominal incision was approximately 10 cm long with three layers. The first layer (peritoneum layer) was sutured consecutively with absorbable suture. The skin layer was sutured by skin stapler. The surgery took 2.5 hours and the patient lost 1300g of blood without infusion. The patient was administered 4g a day of fosfomycin iintravenously from surgery day, for five days for prevention of postoperative infection and 1 ampule a day of saccharate ferric oxide for six days for the uterine myoma. Five days after surgery, the patient experienced chills and pyrexia (38.6 celsius). The next day, she expereinced chills and pyrexia (39.0 celsius) with a white blood cell count of 7580, segmented neutrophils of 87.3% and c-reactive protein of 2.0. The following day, she experienced chills and pyrexia (39.0 celsius). The next day she experienced chills and pyrexia (39.3 celsius). The following day, she experienced chills and pyrexia (39.8 celsius) with a white blood cell count of 5850, segmented neutrophils of 82.7% and c-reactive protein of 9.6. A culture test of pus at the uterine vagina and a blood culture were conducted in order to detect general aerobes, anaerobes and other bacteria. The pus and blood culture tests were positive for gardnerella vaginalis. The patient had pyrexia (37.7 celsius) with a white blood cell count of 4850, polymorphonuclear leukocytes of 30, segmented neutrophils of 37% and c-reactive protein of 9.4. The next day, she was afebrile (36.5 celsius) with a white blood cell count of 7610. The next day, she had mild pyrexia (37.2 celsius), a white blood cell count of 7580, segmented neutrophils of 87.3% and c-reactive protein of 2.0. The patient received imipenem-cilastatin 1-1.5 g a day intravenously for four days for infection, pazufloxacin mesilate 1g a day intravenously for four days for infection, polyethylenglycol treated human normal immunoglobulin 5g a day intravenously for four days for infection. Thirteen days after surgery, she had mild pyrexia (37.1 celsius) with a white blood cell count of 11600. Four days later, she was afebrile (36.5 celsius) with a white blood cell count of 8540, and was discharged from the hospital. No second look laparotomy was preformed. The patient recovered as of 11-jan-2007. The physician assessed the reported events as moderate in severity and possibly related to seprafilm.